Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not enter number of carbohydrates into the pump as the carbohydrate feature was not turned on. Due to spending so much time trying to figure out how to turn the feature on, blood glucose (bg) elevated to 555 mg/dl. Once the carbohydrate feature was turned on, a bolus was successfully delivered to address elevated bg.